Event description:
A talent stent graft was implanted in the pt for the endovascular treatment of a thoracic aortic aneurysm. It was reported that the stent graft was accurately positioned at the intended location after which 2-3 stent rings were deployed. The stent graft deployment was stopped and a power dye injector was applied to check for the position of the stent graft. This caused the stent graft to move distally 2-3 cm around the aortic arch; however, there was no endoleak and there was a good seal. A distal stent graft was implanted as planned for conclusion of the procedure. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Results: power injector. Conclusion: power injector.